Event description:
It was reported that during patient's lead revision on (B)(6) 2025 [related manufacturer report number: 3006705815-2025-03540, the high impedances on the left octrode lead were unable to be resolved after the lead replacement. As a result, the physician explanted and replaced the ipg, and the issue was resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.